Event description:
The company received information that suggested that during a procedure for a patent ductus arteriosus ligation, the anesthesiologist intended to access the PICC line for a blood transfusion but accidentally infused blood into the monitoring lumen of the ett. The customer reported that the procedure was stopped and the lungs were lavaged and only a small amount of blood entered the lungs. The customer reported that the baby did not have to be re-intubated and that there was no permanent harm or injury to the patient. The customer reported that the device is not available for evaluation.